Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, three little bumps of radiesse / bags / granulomas (pt: product distribution issue), was deemed to meet serious injury criteria because a permanent damage could not be excluded without certainty. The device history record for radiesse lot numbers 100106839 and 100108012 were reviewed. A lot search was conducted on the reported lots and no other similar events were noted. No nonconformances were noted that would have contributed to this event. Lot no - 100108012. Part no - 8071m5k1. Expiration date - 1/31/2020. UDI no - (B)(4). Manufacturer date - 1/31/2018.

Event description:
This MDR is related to MDR 3013840437-2021-00080 referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with radiesse®, presumably into under the lower eyelids/ under eye area, on (B)(6) 2018. Batch numbers were reported as 100106839 and 100108012 (expiry date 01/2020). On (B)(6) 2018, after the treatment with radiesse®, the patient had good evolution and she was happy with the results. The patient was previously treated with radiesse® on several occasions. On (B)(6) 2018, more than two months after the radiesse® treatment, the patient developed 2 bumps under the lower eyelids. Corrective treatment included hyaluronic acid injections into two points and the physician decided to assess the patient in 15 days. On (B)(6) 2018, the patients bags were improved, and the physician decided to assess her in (B)(6) 2018. On (B)(6) 2018, as corrective treatment, the physician gave a massage in the lower right eyelid area. The patient had been giving herself very strong massages. The physician wanted to assess in 5 days and advised her to stop with massages. On (B)(6) 2018, the physician checked the area of the lower eyelids and gave a massage in that area. As reported, it was lowering down. On (B)(6) 2018, the physician gave another massage on the lower right eyelid and it improved. The physician decided to assess the patient again in november. On (B)(6) 2018, as reported, the patient developed volume on right lower eyelid. The physician explained that it was an accumulation of fat and decided to assess the patient's condition in (B)(6) 2019. On (B)(6) 2019, reportedly, the product of the point (bump) had lowered down but there was still some flaccidity. The physician decided to assess in (B)(6) 2019 and decide then whether the patient need the fill with hyaluronic acid or not. On (B)(6) 2019, the physician injected lidocaine and smashed the bumps to see if it was going to help to resorb. The outcome of the event was reported as not resolved since the patient still had visible bumps on the face. Follow up information was received on 09-apr-2019: the event verbatim "two bumps/bags/fat accumulation/still some flaccidity" was changed to "fat accumulation". The events "three little bumps of radiesse/ bags" and "still some flaccidity" were added. It was confirmed that the patient had 3 little bumps of radiesse®, under the eyelids, from the beginning. The patient touched the bumps, which with time became inflamed, and the patient reportedly developed nodules in each little bump. Additionally, the physician applied 2 points of hyaluronic acid, on (B)(6) 2019. The physician was going to meet with the patient again in (B)(6) 2019. Follow up information was received on 21-may-2019: the patient was (B)(6) year-old. Past facial treatments included permanent filling in the area between the eyebrows and nasogenian many years ago, treatment with radiesse® to the cheekbones and the nasojugal area, in 2013, after which the patient was happy with the result and without any adverse reaction, and after that treatments such as botox®, which were well tolerated. The patient had no relevant further medical history. The localization of the bumps was specified: there were two bumps in the infraorbital area of the lower right eyelid and one smaller bump in the left. After the first injection of lidocaine, the physician indicated the following treatment: ciprofloxacin, which the patient only did for 8 days, ibuprofen and prodefen for three weeks. Past these days, the physician injected thiosulphate crystal 25% on the points where the product was. The right-side bump remained the same, but the left-side bump had decreased a lot. On (B)(6) 2019, an ultrasound of soft tissue in the infraorbital region of the right and left side and malar zone (where the patient now reported seeing product) was performed, showing accumulations in the infraorbital region of the right side, and small nodule probably resorbable in the left side. The ultrasound results were further described as: on the right side, at the level of the malar region, an area with a mixed pattern with an echogenic predominance zone relatively homogeneous was observed, which complicated the assessment of the surrounding tissues and producing an acoustic barrier that prevented the visualization of the underlying tissue underneath the filling material. Two infraorbital collections with a size of 10 mm and a lower one of 8 x 13 mm were identified, both located in the hypodermic region and corresponding to the calcium hydroxyapatite filling material. A small hypoechoic nodular formation of approximately 3.4 mm in size compatible with the apparently resorbable material was identified on the left side. No mixed or hyperechogenic nodular formations were evident. On (B)(6) 2019, a second injection of thiosulphate crystal 25% was done in the right infraorbital area. The physician was going to see the patient in three weeks to apply the third dose of thiosulphate crystal, because the problem was not yet resolved. The physician explained that the problem was that even if the product was reduced, there was always a small edema in the right infraorbital area and currently, there was more skin flaccidity, so the patient was seeing much more the problem. Due to the provided information, the outcome of the event "three little lumps of radiesse/bags" was considered resolving and changed from not resolved. Follow up information was received on 30-may-2019: the event verbatim 'fat accumulation' was changed to 'fat accumulation /edema' and re-coded from injection site deformation to injection site edema. The physician reported that she was not going to puncture the left infraorbital area again, because the patient did not have a bump anymore. However, the patient had an edema in the lower right infraorbital area. Follow-up information was received on 28-jan-2020: the event term three little bumps of radiesse/ bags was amended to three little bumps of radiesse/ bags/ granulomas. The patient was told that radiesse® was a natural product that stimulated the natural production of collagen, with good assimilation and with a durability up to one year. The patient informed that the adverse reactions were still not resolved, the granulomas persisted after two and a half years, as reported. After the injection with lidocaine in the right infraorbital area, the bag increased in size. Due to the provided information the outcome of the event three little bumps of radiesse/ bags/ granulomas was considered as not resolved, and therefore changed from resolving. The outcome of the events fat accumulation / edema and still some flaccidity remained unchanged. Case closure dated on 26-oct-2020: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 24-mar-2021: the case was upgraded to serious. A lot search in the global safety database for the batch numbers 100106839 and 100108012 was conducted. It was ambiguously reported that the ultrasound scan which revealed accumulations of calcium hydroxy-apatite filler material in the hypodermic region of some areas on both sides of the face, was requested in may 2019. In (B)(6) 2020, the clinic referred the patient to a laser expert. According to the examination, the accumulations of calcium hydroxyapatite persisted. As a result, the laser expert did not know how to treat them and could not treat them. The outcome of the events remained unchanged. Follow-up information was received on 06-apr-2021: the batch record review was received and the lot numbers for radiesse® were confirmed as 100106839 (expiry date 01/2020) and 100108012 (expiry date 01/2020).